Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer had high blood glucose readings due to infusion set. Caller reported that infusion site was hurting customer and there was some bleeding. It was reported that customer's blood glucose was over 600 mg/dl which was treated with manual injection and blood glucose lowered to 399 mg/dl. When infusion set was removed, it was found that cannula was bent. Caller was educated on cause and prevention of bent cannula. Caller declined troubleshooting for high blood glucose stating that bent cannula caused high blood glucose.